Event description:
Pt and wife changed controller while at home on (B)(6) 2021 due to vad fault alarm on controller. Alarms continued. Pt called vad office and was advised to come in for assessment. Pt admitted (B)(6). On review of controller, vad alarms noted since (B)(6). Rescue tape to driveline noted from last office visit. Controller records sent to abbott for review with noted pump stops and low speed advisories. X-ray of driveline with noted area of suspicion for broken wire. Abbott arrived at hospital and repaired external driveline. Pt still noted to have internal short to shield. Pt sent home on non-grounded cable.